Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, serial# (B)(4), product type: lead. (B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for chronic low back pain and spinal pain. It was reported there was stimulation in an undesired location. The patient was intermittently feeling stimulation in his testicles. The stimulation was helping with the patient's leg pain. The patient had many falls that could have been related to the issue. The patient had the ability to change stimulation. The patient saw his primary healthcare provider (hcp) on the day of this report and the hcp thought the wire had moved and that the patient needed to have an MRI. No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.